Event description:
Patient was being treated on a leksell gamma knife. Patient complained of discomfort, and asked to be repositioned. Hospital personnel advised the patient not to move. Upon release of the head frame from the trunnions of the machine, the hospital personnel observed that the z coordinates were not what the personnel thought were the starting coordinates. Concern with error in location during final stages of treatment.